Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported; however, it was reported "do not treat peritonitis due to covid-19 epidemic situation without a family member to take care of . It was reported the patient was not hospitalized for the event. It was unknown if the patient was treated for the event. It was reported that the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis event was resolved prior to death. It was reported pd therapy was ongoing prior to death; however, it was not reported if pd therapy was ongoing at the time of death. No additional information is available as the reporter declined follow-up.